Event description:
Surgeon reports lens was replaced due to a crack. This event was reported to be unrelated to the lens and no information was provided as to whether the lens was replaced during the original surgery or a secondary surgery.